Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that an adverse patient event occurred. A 3.50 x 28 synergy ii drug-eluting stent was advanced but failed to cross the lesion. However, the inability to cross the lesion caused a significant delay to the procedure that resulted in an adverse patient event. No further information available.